Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned device, the result was 1.1a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 58/59 mg/dl, for level high were 248/250 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return her strips, so we tested the same batch of retain strips from our warehouse with patient's device. The control solution tests for level low were 63/60 mg/dl; for level high were 274/285 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00049 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(6) on (B)(6) /2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 06/23/2016. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received higher than normal blood glucose test results from her prodigy diabetes meter. The end user felt weak and experienced chest pain. The end user was transported to the ER and upon arrival her blood glucose was 79 mg/dl. No treatment was administered and after 2 - 3 hours at the ER the end user is discharged and instructed to followup with her pcp. After the medical event her insulin was changed from humalog 75/25 24 units twice a day to 20 units twice a day. No further details were provided in relations to this medical event.